Manufacturer narrative:
The device was returned and received : visual inspection was performed, the disposable looked as intended, no kinks were found in the tubing¿s, not cracks or damage in the disposable and no missing components. Functional testing was also performed, the device passed set up and test, passed biopsy test, saline was visible and canula was capable of being fired 5 times with the remote valve. Device worked as intended. Complaint not confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during an eviva procedure on (B)(6) 2022 , before the procedure the technician cut his hand when removing the sheath off. No other information is available.